Event description:
It was reported that the control module was powered up prior to a breast biopsy. The unit was going thru the vacuum check and powered off. The unit was unable to power back on. The patient was scheduled once the loaner unit was received. One control module to be returned for service.

Manufacturer narrative:
(B)(4). Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the service center replaced the vacuum pump. Part replaced that was unrelated to the customer complaint was the main housing. After servicing and upgrades the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.